Manufacturer narrative:
Qn# (B)(4). The customer complaint of a valve assembly separation was confirmed through complaint investigation. The customer returned one psi sheath assembly for analysis. Signs-of-use in the form of biological material were observed inside the distal tip. Initial visual inspection of the sheath did not reveal any obvious defects or anomalies. The valve cap (w-08903-002c) appeared secure and intact to the hemostasis valve body (w-08803-009g); however, further analysis revealed that the internal seal (s-08803-003) was outside of the hemostasis valve body and located over the dilator. The seal is intended to rest inside the valve body. Further functional analyses revealed that the internal seal exits the proximal opening of the cap when removing the dilator from the assembly. No physical defects or anomalies were observed with any portion of the psi, the dilator, or the cap. Dimensional analysis performed with a keyence microscope revealed that the slits on the seal measured 0.0268", 0.0219", and 0.0247", which are not within the specification limits of 0.035"-0.045" per the seal product drawing. Functional inspection was performed per instructions-for-use (IFU) provided with this kit which states, "ensure dilator hub fully snaps into sheath cap". The cap was able to be removed without causing any unnecessary damage to the sample. The seal was then placed within the hemostasis valve. The cap was reassembled. The dilator was inserted through the sheath. Slight resistance was encountered from inside the hemostasis valve; however, the dilator was able to fully advance and snap into the cap, which is the intended function. Upon removal of the dilator, the internal seal was observed clinging to the surface of the dilator. This resulted in the internal seal to exit through the cap of the hemostasis valve. The internal seal was inserted back over the dilator body. Minor resistance was encountered as the seal passes over the extrusion. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplishe d, determine cause using fluoroscopic guidance and request further consultation, if necessary". A device history record review was performed, and two relevant findings were identified. Based on the customer report, the sample received, and that the seal is a purchased component, the root cause was likely supplier related. Further investigation has been initiated under teleflex's quality system to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the procedure according to IFU, the md found the rubber seal fell off. So the md opend up the new kit to finish the procedure." The malfunction was found prior to use during inspection. No patient harm or injury. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4)

Event description:
It was reported "during the procedure according to IFU, the md found the rubber seal fell off. So the md opend up the new kit to finish the procedure." The malfunction was found prior to use during inspection. No patient harm or injury. The patient's current condition is reported as "fine".